Manufacturer narrative:
Other, other text: b5: additional information received via email on 28-nov-2022: device failed during testing after it returned from OEM (original equipment manufacturer) repair. It did not fail during patient use. Date of event updated: 10/11/2022. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Inoperable air detector was replaced. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device was previously repaired on 22-sep-2022 for bubbled dso seal. This repair should have not impacted the air detector function.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the pump alarmed air in line during testing. No patient injury was reported.